Event description:
The pt received her scs system on (B)(6) 2009, including two leads (with the same lot number). It was reported the pt complains of not enough stimulation on her right side, and over stimulation on her left side. The pt also complains of rib stimulation and shocking sensations. There are low impedance readings on the leads. X-rays show no changes in lead location. The physician is working with the pt for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.